Manufacturer narrative:
Monitor sn (B)(4) was returned to the distributor for evaluation. The distributor evaluation included downloaded data review as well as incoming functional testing of the device. The evaluation confirmed the reported problem (response buttons non-functional). Upon investigation the response buttons were intermittently functional. The root cause for the defective response buttons could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons of a patient's monitor were non-functional.